Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl which was treated with bolus. Customer stated that insulin pump failed and infusion set stopped working. It was unknown whether the customer was in auto mode at the time of the incident. The customer declined troubleshooting. The insulin pump will not be replaced for further analysis.